Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter ac-t dff analyzer baths were overflowing onto the counter. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer instructed the customer over the telephone to flush the drain for the baths. The fse instructed the customer to verify the instrument was running properly after flushing the drain. The issue was resolved over the telephone.

Manufacturer narrative:
Drain. (B)(4).